Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set tubing leakage event on 13-sep-2024. Leakage was located at site. The set was in use for 1-2 hours. Blood glucose levels were reported to be higher than 500 mg/dl at the time of event. Patient took correction bolus via pump to address the event, replaced infusion set and resumed insulin deliveries successfully. No further information available.